Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was not returned to depuy synthes, however, photos were provided for review from the liner and the femoral head, see attachment [img_0770.jpeg]. Based on the information provided the reported disassociation event between the acetabular cup and liner can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the involved ceramic head and liner would contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code 121732050 work order (B)(4) pinn sector w/gription 50mm was manufactured on 18-dec-2018. 10 parts were manufactured per specification and all raw materials met specification. Device history review: product code 121732050 work order (B)(4) pinn sector w/gription 50mm was manufactured on 18-dec-2018. 10 parts were manufactured per specification and all raw materials met specification.

Event description:
Additional information was received and stated that the liner failed; it showed wear around the ard's as 4 of the pegs appeared to be sheared off. The pinnacle cup didn't show any signs of damage, so it was kept and a new poly liner was used. No surgical delay was reported. The affected site was the left side.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine.